Event description:
After an implantation time of about 7 months, it was reported that the patient expired. The cause of death is currently unknown, and the device was not returned for analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the returned documents, as well as the quality documents accompanying this particular device. The returned documents do not indicate a device malfunction. The cause of death was noted to be unknown. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There is no indication for a device malfunction.